Event description:
The customer reported via phone call that they were dispatched through emergency medical services and hospitalized due to high blood glucose and diabetic ketoacidosis on b)(6) 2022. Customers blood glucose was over 600 mg/dl at the time of incident. The customer's current blood glucose was 85mg/dl. The customer was treated with insulin drip for high blood glucose. The customer did not experience any symptoms such as a result of high blood glucose. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.